Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product summary: preliminary and functional testing was performed on the returned device. Internal battery impedance during functional testing was found to be higher than the threshold established for automated testing. This device was included in a field action, returned product testing found the device did perform as described in the field action. Concomitant medical products. 4469, 4470 boston scientific crdm non-defib lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that there was premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.